Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle optium neo meter were reviewed, and the dhrs showed the freestyle optium neo meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. The customer was unable to obtain readings due to the device "when turned on presents an unknown error and then it goes off, even when the batteries are changed." As a result, the customer experienced symptoms described as need to vomit, hyperglycemia, tachycardia, and insomnia. The customer had contact with a healthcare professional who provided treatment of insulin injection (dose/type unknown) for diagnosis of diabetic ketoacidosis (dka). There was no report of death or permanent impairment associated with this event.